Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, e1, e2, e3, g1, g3, g6, h1, h2, h6, h10, and h11.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, the silicone on the jaws of vasoview hemopro 2 had separated off the jaws. Visual inspection shows the wire is unseated from the jaw out of package. The silicone is intact. It was noticed when opened. It did not get used or come in contact with the patient. Another kit was opened to complete the procedure. No delay aside from a couple minutes to open a new kit. No harm or negative effects.